Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge her scs ipg for an extended period of time. As such, the charger or patient programmer will no longer communicate with the ipg. Therefore, the ipg was deemed inoperable. Surgical intervention was decided as the next course of action. Follow-up identified the procedure took place on (B)(6) 2017 wherein the ipg was explanted and replaced. Therapy was restored postoperatively.